Event description:
Additional information was received stating the date of the events are 6/28, 7/2, 7/4, 7/5 and 7/18.

Manufacturer narrative:
Evaluation completed. One opened bl5523wv pack from lot x5137 was returned. The expiration date on the label is 2025-mar-23. The vit cutter is loose on the bottom of the tray under all of the pack components. The extension handle is on the vit cutter body. The tip protector was not received. The needle is not bent. The port window is in the opened position. There is fluid in the tubing. The back cap is aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates and had good aspiration, as it should. Root cause could not be determined. The cutter performed as intended during evaluation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete. See related: 0001920664-2024-00122, 0001920664-2024-00123, 0001920664-2024-00124 & 0001920664-2024-00125.

Event description:
The user facility in china reported a vitrectomy cutter was not cutting during the procedure. This occurred five times on five different days and the cutters were aspirating.

Manufacturer narrative:
The incident dates have been requested yet not received. The investigation is ongoing. See related: 0001920664-2024-00122, 0001920664-2024-00123, 0001920664-2024-00124 and 0001920664-2024-00125.